Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient's ins wound was dehiscenced and developed an infection. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their drg system explanted and was treated with IV antibiotics.